Event description:
It was reported that this right atrial lead exhibited oversensing. Additionally, the patient experienced a syncope episode. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was corrected from the following fields: b5: describe event or problem field. E1: initial reporter last name. H6: patient codes.

Event description:
It was reported that this right atrial lead exhibited oversensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.